Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further info will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer was hospitalized due to diabetic ketoacidosis, with blood glucose levels over 600 mg/dl. Troubleshooting was performed. Found multiple alarms, including no delivery alarms in the alarm history. It was stated that the doctor felt the insulin pump was the cause of the high blood glucose levels. The doctor requested a replacement insulin pump. Nothing further was reported.